Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer advised that the right side bracket that the calf pad attaches to broke at the joint and is missing both pins. Left side sticks with lowering from elevation and calfpads are ripped. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.